Manufacturer narrative:
(B)(4). This complaint for air in the patient line was not confirmed in the lab due to a lack of sample. A batch review was performed on the associated lot (h10g31016) with no issues noted. The patient had air in her peritoneal cavity which resolved without medical intervention. From a follow up phone call by product surveillance, the patient has been re-trained and is more vigilant about priming now. The cause of the air in tubing is user error - the patient connected before priming was complete. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center reported that she had a lot of air bubbles in the patient line and was having some chest pains and thought it was from the air in the patient line. The technical service representative (tsr) then assisted the home patient (hp) to end the therapy on the homechoice machine. The hp would start over with new supplies. The tsr then explained to the hp to call her peritoneal dialysis nurse as soon as possible. No patient injury or medical intervention was indicated at the time of the initial report. During a follow up with the hp regarding the air in line and chest pain, it was revealed that the pain was in her shoulder from the right side of the neck down to her right arm. Per hp, she actually had to go to the emergency room on ((B)(6) 2010), where it was confirmed that the pain was related to her dialysis treatment and that she did not have a heart attack or anything of that sort. The hp went home the same day. Per hp, the nurse performed an x-ray and confirmed air in her body. The hp stated that the nurses at the clinic watched her perform therapy from start to finish and could not pinpoint to anything that the hp might have been doing incorrectly, except that she might not have been priming appropriately. The hp added that she has been on peritoneal dialysis therapy only about a month. The hp stated that the issues of air in her body and pains have been resolved, and that she has been re-trained. The hp stated that she is more vigilant while priming now, and has not had any problems since. The hp also confirmed that there were no loose connections, disconnections or defects on the supplies. No allegations were made against any of the hp's dialysis products. No further information was provided.